Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the speaker is defective. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Event description:
It was reported the speaker is defective. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. Evaluation of the device determined that the speaker required replacement.

Manufacturer narrative:
The actual device was returned for evaluation. The bench repair technician evaluated the device and determined that the speaker required replacement. The speaker was replaced and the device was operational after repairs were completed.